Event description:
It was reported the backrest would not lower from an up position to a flat position.

Manufacturer narrative:
The backrest is operated by a gas cylinder mechanism. The gas cylinder was bent, resulting in fluid leak, which made the backrest unable to be lowered. The gas cylinder was likely bent due to customer abuse.